Manufacturer narrative:
This is the third of 3 reports. Subject device remains implanted.

Event description:
It was reported that during coil embolization of a ruptured distal right internal carotid artery (ica) aneurysm, during repositioning, 2 coils proximal section stretched and both main coils broke. There were attempts to retrieve the first coil by 2 different snare devices. A 3rd subject coil was placed uneventfully. Thrombus formed in the treated vessel after placement of the 3rd coil. Platelet aggregation inhibitor was administered. A stent was placed in the carotid bulb to tackle down two broken coils. Complete coiling of the aneurysm was achieved. Patient clinical condition is unknown at this time.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, thrombosis is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Expiration date: added; manufacturing date: added.

Event description:
It was reported that during coil embolization of a ruptured distal right internal carotid artery (ica) aneurysm, during repositioning, 2 coils proximal section stretched and both main coils broke. There were attempts to retrieve the first coil by 2 different snare devices. A 3rd subject coil was placed uneventfully. Thrombus formed in the treated vessel after placement of the 3rd coil. Platelet aggregation inhibitor was administered. A stent was placed in the carotid bulb to tackle down two broken coils. Complete coiling of the aneurysm was achieved. Patient clinical condition is unknown at this time.